Manufacturer narrative:
The device was received fully deployed with an expected number of pulses in the priming sequences. The pod was deactivated by the user after 59 pulses. No damages or defects that would contribute to a needle mechanism failure were observed. The pod was reset and redeployed without issue. Due to the time of needle deployment being unknown, the cause of the reported event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle deployed early. Pod as not worn.